Event description:
Title: ground patch burn. The pt was undergoing a complex radiofrequency ablation for vertnicualr tachycardia. At the completion of the case, it was noted that there was a skin burn (left flank area) where the ablation ground patch was placed. This was a very superficial burn.